Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688, implantable pacing lead, (B)(6) 2013; 6944-65, implantable tachy lead, (B)(6) 2002; 5568-53, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient had an infection from the leads. The patient presented to the emergency department (ed) with fever and chills; blood cultures from time of admission grew (B)(6) and pseudomonas. A transesophageal echocardiography (tee) showed vegetation on the leads. The system was explanted and not replace. The patient was a participant in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection from the leads. The patient presented to the emergency department (ed) with fever and chills; blood cultures from time of admission grew staphylococcus epidermidis and pseudomonas. A transesophageal echocardiography (tee) showed vegetation on the leads. The system was explanted and not replaced. The patient was a participant in the product surveillance registry. No further patient complications have been reported as a result of this event. (B)(6) 2019 13:01:08: after the explant procedure for the infection, an echo showed diastolic collapse of the right ventricle with a moderately sized pericardial effusion. It was a pericardial window was performed. No further patient complications have been reported as a result of this event.